Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reports the PICC line started leaking near the hub a day after insertion. The PICC was replaced with a new one. There was no adverse effect to the pt as a result of this incident.